Event description:
I had the pelvic mesh product implanted in me (B)(6) 2005 and have had years of problems with it. The product was gynesure. As a result of a dropped bladder, constant urination and incontinence, this implant then caused me to have other complications, such as: bleeding vaginally, blood in urine, pain during intercourse (so now no intercourse). I was told by several physicians that the mesh is protruding, causing the bleeding and the product could be removed. I did not want another surgery. I must use estrace (estrogen) vaginal cream 2 - 3 x a week to hopefully heal over the protrusion of mesh. No revision surgeries including but not limited to: no sex, too painful and still have occasional bleeding. I have seen many gynecologists and urogynecologists about this product. I do not want another surgery and it ruined my sex life. Please take all of this into consideration when you review the various pelvic mesh issues.